Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device component was identified as product code v329h and received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Device evaluation summary: an unopened sample of product code v329 lot mmbgclq0 was returned for analysis. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by resistance test to needle and met the requirements. Per the conditions of the sample received, no performance breakage needle were found. A manufacturing record evaluation was performed for the finished device mmbgclq0 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle broke during fascia closure. Another device was used to complete the procedure. There were no patient consequences were reported.